Event description:
The patient has been getting high blood glucose reading on suspect device. He tested his blood glucose on suspect device on 07/04/1999 and it was 458 mg/dl in am. He took 40 units of 70/30 and 10 units of regular insulin. He then passed out. He went to the hospital, but is unsure of treatment received. On 07/06/1999 he tested his blood glucose on suspect device and it was 404 mg/dl. He took an additional 30 units of 70/30 and passed out. He was taken to the hospital and thinks he may have been given sugar.